Event description:
A connection issue was reported when a nurse tried to connect a one link luer connector to a non-baxter extension set. The luer connector would "untwist" and become loose while attached to the extension set. There was patient involvement, however, no patient injury and/or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. The entire device was not received; only the one-link luer was returned. Visual inspection of this component did not identify any defects. A connection test was performed with the luer and a syringe and extension set. The connection was found to be secure. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.